Event description:
It was reported that a physician trained in the used of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, an unspecified device break occurred. The method that hemostasis was achieved was not reported. There were no reported adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
Evaluation summary: evaluation of the returned device found the posterior foot was broken and not returned. The rim of the posterior cuff was severely bent. This is consistent with the posterior needle striking the rim of the posterior cuff during needle deployment, instead of engaging with the posterior cuff inside the posterior pocket. With the needle being deflected and striking the rim of the cuff,continued depressing of the plunger to deploy the needles would result in the posterior foot breakage as observed. The probable root cause for heavily bent posterior cuff is needle deflection due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. The root cause for the broken posterior foot is forcible deployment of the needles against resistance when a needle deflection occurred. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding an elevated sodium (na) result generated by the unicel dxc 600i synchron access clinical systems for one patient. The initial na result of 160mmol/l was reported out of the lab. The original sample was re-tested and a result of 136mmol/l was obtained. The result was amended. The customer stated that the patient treatment was impacted, but they do not know if the patient was harmed.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.